Event description:
According to the complaint, . Implant fractured at area where it holds the screw, causing the implant to be removed and replaced. Bone graft had to be done upon removal. This is a reportable serious injury.